Event description:
Surgery for fixture removal due to deep infection and loosening. Pain with and without loading was reported as clinical signs. The procedure took place on (B)(6) 2023.

Manufacturer narrative:
Surgery for fixture removal due to deep infection and loosening. Pain with and without loading was reported as clinical signs. The procedure took place on (B)(6) 2023 and was reported on (B)(6) 2024.